Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing rib pain when therapy is on due to lead migration. The issue was confirmed via x-rays. Surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.